Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.